Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the occlude feet were observed broken. The reported condition was verified. The cause of the damaged/cracked mainbody could not be determined, however the damage is consistent with exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of december. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed between the twist sleeve and main body of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.